Manufacturer narrative:
The manufacturer previously reported (mw5105272) alleging a bipap device's sound abatement foam became degraded and caused.asthma attacks and was prescribed medication.

Event description:
The manufacturer received information (mw5105272) alleging a bipap device's sound abatement foam became degraded and caused.asthma attacks and was prescribed medication. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Event description:
The manufacturer received information ((B)(4)) alleging a bipap device's sound abatement foam became degraded and caused.asthma attacks and was prescribed medication. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).